Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. X-ray examination found no anomalies. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
During an implant procedure, it was noted that the helix was deployed while the lead was being advanced through the superior vena cava (svc). The lead was explanted and replaced to resolve the event. The patient was stable.